Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). The customer's report of a leak at the fitment was confirmed. During visual inspection of the set received it was noted that the silicone tubing had a tear near the upper blue fitment; however there was no crack found on the upper fitment as reported by the customer. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear was not identified. Although the lot number was not identified, the smartsite laser number indicates this device was built between (B)(6) 2010 and (B)(6) 2010. Expiration date would therefore be 12/01/2013.

Event description:
The customer reported via email the following: the staff experienced a chemo spill with the drug vinorelbine. The spill occurred inside the pump and was noted at the end of the infusion. The module was also contaminated. Also stated was that the tubing was cracked where the filament tubing fits onto the hard plastic blue connector that fits into the pump. No patient or user harm reported and no report of medical intervention required.